Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: within tube and migration of essure device location of device: within tube"), device breakage ("device breakage") and migraine ("migraine headaches") in a 40-year-old female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's past medical history included body mass index normal. Previously administered products included for an unreported indication: mirena on (B)(6) 2012. Concurrent conditions included inflammation since (B)(6) 2013, abdominal discomfort since (B)(6) 2012, hypoaesthesia since (B)(6) 2012, abdominal pain, leg pain and abdominal cramps. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia),"), dizziness ("dizziness") and procedural pain ("post operative pain with cramping"). On (B)(6) 2012, the patient experienced headache ("headache"). In (B)(6) 2012, the patient experienced nausea ("nausea"), fatigue ("fatigue"), night sweats ("night sweats"), depression ("depression") and weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced paraesthesia ("tingling in extremities"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), migraine (seriousness criterion medically significant), vision blurred ("blurry vision"), insomnia ("insomnia") and arthralgia ("joint pain"). The patient was treated with ibuprofen, alprazolam, escitalopram, surgery (laparoscopy with partial bilateral salpingectomy,hysteroscopy with removal of essure devices), surgery (laparoscopy with partial bilateral salpingectomy,hysteroscopy with removal of essure devices) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, nausea, vision blurred, fatigue, allergy to metals, night sweats, depression, anxiety, headache, weight decreased, dizziness, paraesthesia, procedural pain, insomnia and arthralgia had resolved. The reporter considered allergy to metals, anxiety, arthralgia, depression, device breakage, device dislocation, dizziness, fatigue, headache, insomnia, menorrhagia, migraine, nausea, night sweats, paraesthesia, pelvic pain, procedural pain, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: removal details:(B)(6) 2013:the bilateral contraceptive devices were easily located in the proximal part of the tube. The tip of the left coil had migrated into the proximal portion of the tube and could not be seen at hysteroscopy. The tip of the right-sided coil was visible and accessible from the patient's right tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Patient's current weight was 165 lbs *(B)(6) 2013: diagnostic laparoscopy: the left coil was not visible at the tubal ostium; coil was achieved in the isthmic portion. The coil was removed with a small amount of fragmentation resulting, all pieces of foreign body removed. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming : nickel allergy, tingling of hands and feet, dizziness ,nausea, headaches ,night sweats. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs& medical record and e-mail received. Reporter information updated. Historical condition, concomitant condition, treatment drug were added. Added event abnormal bleeding (vaginal ), abnormal bleeding (menorrhagia), nickel allergy, device breakage, night sweats, depression, anxiety, headache, weight loss, dizziness, tingling in extremities, pelvic pain, insomnia, malposition of essure device location of device: within tube and migration of essure device location of device: within tube, plaintiff did not undergo an essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('malposition of essure device location of device: within tube and migration of essure device location of device: within tube') in a 40-year-old female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "took an upwards of 1.5 hours to complete the procedure/device insertion difficult" on (B)(6) 2012 and device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included body mass index normal and parity 1. Previously administered products included for an unreported indication: mirena. Concurrent conditions included inflammation since (B)(6) 2013, abdominal discomfort since (B)(6) 2012, hypoaesthesia since (B)(6) 2012, abdominal pain, leg pain, abdominal cramps, general anesthesia, numbness of upper extremities and night sweat. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain ("cramping after essure insertion"), procedural pain ("post operative pain with cramping / extremely painful insertion during insertion/ I get achy"), vaginal haemorrhage ("abnormal bleeding vaginal "), menorrhagia ("abnormal bleeding menorrhagia") and post procedural haemorrhage ("bled heavily after essure insertion"). On (B)(6) 2012, the patient experienced headache ("headache"). In november 2012, the patient experienced pelvic pain ("pelvic pain"), migraine ("migraine headaches"), nausea ("nausea"), fatigue ("fatigue"), night sweats ("night sweats"), depression ("depression"), arthralgia ("joint pain"), dizziness ("dizziness") and blurred vision ("blurred vision") and was found to have weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced paraesthesia ("tingling in extremities / tingling/numbness on face, legs and hands weeks after the procedure"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), blurry vision ("blurry vision"), insomnia ("insomnia"), nervous system disorder ("neurological issues"), musculoskeletal stiffness ("my neck was always stiff"), autoimmune disorder ("autoimmune disorder") and malaise ("sickness"). The patient was treated with alprazolam, escitalopram, ibuprofen and surgery (laparoscopy with partial bilateral salpingectomy,hysteroscopy with removal of essure devices). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, pelvic pain, procedural pain, allergy to metals, vaginal haemorrhage, menorrhagia, migraine, nausea, blurry vision, fatigue, night sweats, depression, anxiety, headache, weight decreased, paraesthesia, insomnia, arthralgia, dizziness and nervous system disorder had resolved and the abdominal pain, post procedural haemorrhage, blurred vision, musculoskeletal stiffness, autoimmune disorder and malaise outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, autoimmune disorder, blurred vision, depression, device breakage, device dislocation, dizziness, fatigue, headache, insomnia, malaise, menorrhagia, migraine, musculoskeletal stiffness, nausea, nervous system disorder, night sweats, paraesthesia, pelvic pain, post procedural haemorrhage, procedural pain, vaginal haemorrhage, weight decreased and blurry vision to be related to essure. The reporter commented: removal details:07feb2013:the bilateral contraceptive devices were easily located in the proximal part of the tube. The tip of the left coil had migrated into the proximal portion of the tube and could not be seen at hysteroscopy. The tip of the right-sided coil was visible and accessible from the patient's right tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Patient's current weight was 165 lbs. (B)(6) 2013: diagnostic laparoscopy: the left coil was not visible at the tubal ostium; coil was achieved in the isthmic portion. The coil was removed with a small amount of fragmentation resulting, all pieces of foreign body removed. Concerning the injuries reported in this case the following ones were described in patients medical record confirming : nickel allergy, tingling of hands and feet, dizziness ,nausea, headaches ,night sweats. Concerning the injuries reported in this case the following ones were described in patients social media record: musculoskeletal stiffness. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: within tube and migration of essure device location of device: within tube"), device breakage ("device breakage") and migraine ("migraine headaches") in a 40-year-old female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's past medical history included body mass index normal. Previously administered products included for an unreported indication: mirena on (B)(6) 2012. Concurrent conditions included inflammation since (B)(6) 2013, abdominal discomfort since (B)(6) 2012, hypoaesthesia since (B)(6) 2012, abdominal pain, leg pain and abdominal cramps. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia),"), dizziness ("dizziness") and procedural pain ("post operative pain with cramping"). On (B)(6) 2012, the patient experienced headache ("headache"). In (B)(6) 2012, the patient experienced nausea ("nausea"), fatigue ("fatigue"), night sweats ("night sweats"), depression ("depression") and weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced paraesthesia ("tingling in extremities"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), migraine (seriousness criterion medically significant), vision blurred ("blurry vision"), insomnia ("insomnia") and arthralgia ("joint pain"). The patient was treated with ibuprofen, alprazolam, escitalopram, surgery (laparoscopy with partial bilateral salpingectomy,hysteroscopy with removal of essure devices), surgery (laparoscopy with partial bilateral salpingectomy,hysteroscopy with removal of essure devices) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, nausea, vision blurred, fatigue, allergy to metals, night sweats, depression, anxiety, headache, weight decreased, dizziness, paraesthesia, procedural pain, insomnia and arthralgia had resolved. The reporter considered allergy to metals, anxiety, arthralgia, depression, device breakage, device dislocation, dizziness, fatigue, headache, insomnia, menorrhagia, migraine, nausea, night sweats, paraesthesia, pelvic pain, procedural pain, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: removal details: (B)(6) 2013:the bilateral contraceptive devices were easily located in the proximal part of the tube. The tip of the left coil had migrated into the proximal portion of the tube and could not be seen at hysteroscopy. The tip of the right-sided coil was visible and accessible from the patient's right tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Patient's current weight was 165 lbs. (B)(6) 2013: diagnostic laparoscopy: the left coil was not visible at the tubal ostium; coil was achieved in the isthmic portion. The coil was removed with a small amount of fragmentation resulting, all pieces of foreign body removed. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming : nickel allergy, tingling of hands and feet, dizziness ,nausea, headaches ,night sweats. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('malposition of essure device location of device: within tube and migration of essure device location of device: within tube') in a 40-year-old female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "took an upwards of 1.5 hours to complete the procedure/device insertion difficult" on (B)(6) 2012 and device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included body mass index normal and parity 1. Previously administered products included for an unreported indication: mirena. Concurrent conditions included inflammation since (B)(6) 2013, abdominal discomfort since (B)(6) 2012, hypoaesthesia since (B)(6) 2012, abdominal pain, leg pain, abdominal cramps, general anesthesia, numbness of upper extremities and night sweat. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain ("cramping after essure insertion"), procedural pain ("post operative pain with cramping / extremely painful insertion during insertion/ I get achy"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia),") and post procedural haemorrhage ("bled heavily after essure insertion"). On (B)(6) 2012, the patient experienced headache ("headache"). In november 2012, the patient experienced pelvic pain ("pelvic pain"), migraine ("migraine headaches"), nausea ("nausea"), fatigue ("fatigue"), night sweats ("night sweats"), depression ("depression"), arthralgia ("joint pain"), dizziness ("dizziness") and blurred vision ("blurred vision") and was found to have weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced paraesthesia ("tingling in extremities / tingling/numbness on face, legs and hands weeks after the procedure"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), blurry vision ("blurry vision"), insomnia ("insomnia"), nervous system disorder ("neurological issues") and musculoskeletal stiffness ("my neck was always stiff"). The patient was treated with alprazolam, escitalopram, ibuprofen and surgery (laparoscopy with partial bilateral salpingectomy,hysteroscopy with removal of essure devices). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, pelvic pain, procedural pain, allergy to metals, vaginal haemorrhage, menorrhagia, migraine, nausea, blurry vision, fatigue, night sweats, depression, anxiety, headache, weight decreased, paraesthesia, insomnia, arthralgia, dizziness and nervous system disorder had resolved and the abdominal pain, post procedural haemorrhage, blurred vision and musculoskeletal stiffness outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, blurred vision, depression, device breakage, device dislocation, dizziness, fatigue, headache, insomnia, menorrhagia, migraine, musculoskeletal stiffness, nausea, nervous system disorder, night sweats, paraesthesia, pelvic pain, post procedural haemorrhage, procedural pain, vaginal haemorrhage, weight decreased and blurry vision to be related to essure. The reporter commented: removal details:(B)(6) 2013:the bilateral contraceptive devices were easily located in the proximal part of the tube. The tip of the left coil had migrated into the proximal portion of the tube and could not be seen at hysteroscopy. The tip of the right-sided coil was visible and accessible from the patient's right tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Patient's current weight was 165 lbs *(B)(6) 2013: diagnostic laparoscopy: the left coil was not visible at the tubal ostium; coil was achieved in the isthmic portion. The coil was removed with a small amount of fragmentation resulting, all pieces of foreign body removed. Concerning the injuries reported in this case the following ones were described in patients medical record confirming : nickel allergy, tingling of hands and feet, dizziness ,nausea, headaches ,night sweats." Concerning the injuries reported in this case the following ones were described in patients social media record: musculoskeletal stiffness". Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: all the relevant information was transferred from duplicate deleted case: (B)(4). Ini: (B)(6) 2013, fu: (B)(6)2018, fu: (B)(6) 2019. Events" post procedural bleeding, procedural pain, device insertion difficult, abdominal cramp, paresthesia, blurred vision, neurological system disorder, neck stiffness" were added. Reporter and source document was added. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('malposition of essure device location of device: within tube and migration of essure device location of device: within tube') in a 40-year-old female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "took an upwards of 1.5 hours to complete the procedure/device insertion difficult" on (B)(6) 2012 and device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included body mass index normal and parity 1. Previously administered products included for an unreported indication: mirena. Concurrent conditions included inflammation since (B)(6) 2013, abdominal discomfort since (B)(6) 2012, hypoaesthesia since(B)(6) 2012, abdominal pain, leg pain, abdominal cramps, general anesthesia, numbness of upper extremities and night sweat. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain ("cramping after essure insertion"), procedural pain ("post operative pain with cramping / extremely painful insertion during insertion/ I get achy"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia),") and post procedural haemorrhage ("bled heavily after essure insertion"). On (B)(6) 2012, the patient experienced headache ("headache"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), migraine ("migraine headaches"), nausea ("nausea"), fatigue ("fatigue"), night sweats ("night sweats"), depression ("depression"), arthralgia ("joint pain"), dizziness ("dizziness") and blurred vision ("blurred vision") and was found to have weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced paraesthesia ("tingling in extremities / tingling/numbness on face, legs and hands weeks after the procedure"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), blurry vision ("blurry vision"), insomnia ("insomnia"), nervous system disorder ("neurological issues"), musculoskeletal stiffness ("my neck was always stiff"), autoimmune disorder ("autoimmune disorder") and malaise ("sickness"). The patient was treated with alprazolam, escitalopram, ibuprofen and surgery (laparoscopy with partial bilateral salpingectomy,hysteroscopy with removal of essure devices). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, pelvic pain, procedural pain, allergy to metals, vaginal haemorrhage, menorrhagia, migraine, nausea, blurry vision, fatigue, night sweats, depression, anxiety, headache, weight decreased, paraesthesia, insomnia, arthralgia, dizziness and nervous system disorder had resolved and the abdominal pain, post procedural haemorrhage, blurred vision, musculoskeletal stiffness, autoimmune disorder and malaise outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, autoimmune disorder, blurred vision, depression, device breakage, device dislocation, dizziness, fatigue, headache, insomnia, malaise, menorrhagia, migraine, musculoskeletal stiffness, nausea, nervous system disorder, night sweats, paraesthesia, pelvic pain, post procedural haemorrhage, procedural pain, vaginal haemorrhage, weight decreased and blurry vision to be related to essure. The reporter commented: removal details: (B)(6) 2013:the bilateral contraceptive devices were easily located in the proximal part of the tube. The tip of the left coil had migrated into the proximal portion of the tube and could not be seen at hysteroscopy. The tip of the right-sided coil was visible and accessible from the patient's right tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Patient's current weight was 165 lbs. (B)(6) 2013: diagnostic laparoscopy: the left coil was not visible at the tubal ostium; coil was achieved in the isthmic portion. The coil was removed with a small amount of fragmentation resulting, all pieces of foreign body removed. Concerning the injuries reported in this case the following ones were described in patients medical record confirming : nickel allergy, tingling of hands and feet, dizziness ,nausea, headaches ,night sweats." Concerning the injuries reported in this case the following ones were described in patients social media record: musculoskeletal stiffness". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event was added- autoimmune disorder, sickness. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of migraine ("migraine headaches") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced migraine (seriousness criteria medically significant and intervention required), nausea ("nausea"), vision blurred ("blurry vision"), dizziness ("dizziness") and fatigue ("fatigue"). The patient was treated with surgery (underwent a surgical removal of the essure device). Essure was removed on 7-feb-2013. At the time of the report, the migraine, nausea, vision blurred, dizziness and fatigue outcome was unknown. The reporter considered dizziness, fatigue, migraine, nausea and vision blurred to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.